Event description:
The peritoneal dialysis (pd) reported he drained 4000ml manually when he got off the cycler. The patient's treatment had a last fill volume of 2000ml. During the f/u call, the pdrn stated the patient did not experience any symptoms related to iipv and there was no medical intervention or adverse effect. The patient's cycler was replaced. The reported large drain of 4000ml was 200% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation. The patient experienced no adverse effect related to the iipv event. The patient continued pd treatment on his replacement cycler without further problems.